Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient had the trial placed the day prior to the report. She passed out when the right side was inserted. They ¿revived her and had to do the blood pressure cuff.¿ they let her go to the bathroom to throw up and have a bowel movement. After this, she worked with someone and he turned it up to 2. The stimulation went from her buttock to her vagina, but she fainted again. She was unhooked and given instructions to go home and rest, and then hook it up again with someone around. The patient did this and hooked up the left side. She was not nearly as sensitive as she was earlier and did not faint. No patient outcome or reason for fainting was reported, so additional information was requested. If additional information is received, a supplemental report will be sent.